Event description:
It was reported by service report that the fowler was drifting up and the side rail could not latch. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler; adjustment nut.